Event description:
During a routine phacoemulsification procedure, this unit exhibited an error message and then locked up. The unit had to be rebooted and the procedure was completed without incident.